Event description:
A (B)(6) male presented for right ureteroscopy and lithotripsy with laser and extraction of stone fragments and stent insertion. The stone was identified and caught in the escape basket when the surgeon started the fragmentation. Per surgeon, stone was hard to break and then he had breakage of the laser filament. The stones were located and removed by extraction. The kidney pelvis was irrigated vigorously, at least 6 times and gone back and forth looking for the laser fiber. It should measure 1 mm, size 272 micron. The piece that broke off is clear, colorless and not seen on x-ray. The stone fragments are bigger than the laser piece itself. Flexible scope removed. Cystoscope was introduced into the bladder, no stones or laser fragment was seen. Surgeon felt it should pass along with any residual stone fragments. Pt tolerated procedure well. Event was reported, documented and disclosed to the pt. Full disclosure completed to pt, all questions answered. Surgeon informed pt it did not pose harm to the pt and should pass independently.